Event description:
It was reported that the patient had never felt well since getting the pump. The patient stated she experienced an overdose with her heart rate at 30 and a loss of memory. The patient indicated she thought the overdose occurred about 6 months ago. The hcp stated that she could have had heart problems. The hcp lowered the dose to a minimum rate and eventually switched out the morphine to saline solution. The hcp was looking into other medication options in the meantime. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.